Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 250 mg/dl and 260 mg/dl while wearing the pod. Due to elevated bg levels, patient's father did not believe the cannula had properly inserted in the infusion site. Additional method of treatment was not provided.